Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery was not lasting as long as the user expected. In addition the battery compartment was reported to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. The battery cap and the cartridge cap were not returned and all testing was performed with a test cap. The pump powered on with a test battery cap. The battery cap is unable to fully tighten. The battery compartment was found to be cracked. A ¿battery life¿ issue was not duplicated during investigation.¿ the current draws were within specification. The pump case was removed and there was no evidence of moisture or loose components inside the pump.